Manufacturer narrative:
The reported events were unable to show any parameter and helix mechanism issue. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination of the helix region found no anomalies or distortion of the helix that would contribute to the helix issue reported. X- ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood/tissue clogging the helix region. Electrical testing did not find any indication of conductor fractures. The observed internal shorting was attributed to the over torqued inner coil and is consistent with procedural damage.

Event description:
It was reported that the patient presented for a dual chamber implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, the right atrial (ra) lead was unable to show any parameters after it was screwed into the atrium. Upon attempting lead repositioning, the helix of the ra lead failed to retract despite multiple turns. The ra lead was not used and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.